Event description:
It was reported that during a therapeutic endoscopic retrograde. Cholangiopancreatography procedure, the single use distal cover fell off the distal end of the duodenovideoscope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was not confirmed. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, the investigation reported that olympus technical assistance center (tac) was able to communicate with the customer and found the following: the cap was not split, it was whole when recovered, the lot number is unknown, and it was only one cap, and the cap was discarded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.